Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had sparking and the user had a minor burn when using monopolar, but did not require any treatment.